Event description:
It was reported the tsw35 was used during a lavh. It was reported the device was closed on the ip ligament and would not fire. This was the first firing of the device. An endo gia was opened to complete the case. There was no consequence to the pt.